Event description:
It was reported that a boston scientific representative (rep) saw this patient and observed noise on this right atrial (ra) lead. Boston scientific technical service (ts) reviewed device data and indicated that approximately six months ago, there was a high out of range ra pace impedance measurement greater than 3000 ohms resulting in a lead safety switch (lss). As a result, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. Ts indicated that after the lss, there was noise observed due the unipolar sensing configuration, but the ra lead was reprogrammed to a unipolar pacing and bipolar sensing configuration resulting in no additional out of range pace impedance measurements. However, noise was still observed on subsequent stored episodes, resulting in inappropriate mode switching. The rep also indicated noise can be recreated in the bipolar sensing configuration and that the electrophysiologist is thinking there is a possible ra lead fracture. Ts indicated they cannot confirm a lead fracture at this point but noted there is a ra lead issue. Ts provided guidance to the rep that in order for a magnetic resonance imaging (MRI) scan to be conditional, it requires that there is no evidence of system integrity issues. Ts suggested they consider performing a x-ray to assess the ra lead and noted that it is unusual to have a fracture occur on a lead that is in service for less than three years. The lead remains in service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 525 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noise, oversensing and high out of range pace impedances were likely caused by the confirmed fracture.

Event description:
It was reported that a boston scientific representative (rep) saw this patient and observed noise on this right atrial (ra) lead. Boston scientific technical service (ts) reviewed device data and indicated that approximately six months ago, there was a high out of range ra pace impedance measurement greater than 3000 ohms resulting in a lead safety switch (lss). As a result, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. Ts indicated that after the lss, there was noise observed due the unipolar sensing configuration, but the ra lead was reprogrammed to a unipolar pacing and bipolar sensing configuration resulting in no additional out of range pace impedance measurements. However, noise was still observed on subsequent stored episodes, resulting in inappropriate mode switching. The rep also indicated noise can be recreated in the bipolar sensing configuration and that the electrophysiologist is thinking there is a possible ra lead fracture. Ts indicated they cannot confirm a lead fracture at this point but noted there is a ra lead issue. Ts provided guidance to the rep that in order for a magnetic resonance imaging (MRI) scan to be conditional, it requires that there is no evidence of system integrity issues. Ts suggested they consider performing a x-ray to assess the ra lead and noted that it is unusual to have a fracture occur on a lead that is in service for less than three years. The lead remains in service. No patient symptoms or adverse patient effects were reported. The ra lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a boston scientific representative (rep) saw this patient and observed noise on this right atrial (ra) lead. Boston scientific technical service (ts) reviewed device data and indicated that approximately six months ago, there was a high out of range ra pace impedance measurement greater than 3000 ohms resulting in a lead safety switch (lss). As a result, the pacemaker device automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. Ts indicated that after the lss, there was noise observed due the unipolar sensing configuration, but the ra lead was reprogrammed to a unipolar pacing and bipolar sensing configuration resulting in no additional out of range pace impedance measurements. However, noise was still observed on subsequent stored episodes, resulting in inappropriate mode switching. The rep also indicated noise can be recreated in the bipolar sensing configuration and that the electrophysiologist is thinking there is a possible ra lead fracture. Ts indicated they cannot confirm a lead fracture at this point but noted there is a ra lead issue. Ts provided guidance to the rep that in order for a magnetic resonance imaging (MRI) scan to be conditional, it requires that there is no evidence of system integrity issues. Ts suggested they consider performing a x-ray to assess the ra lead and noted that it is unusual to have a fracture occur on a lead that is in service for less than three years. The lead remains in service. No patient symptoms or adverse patient effects were reported. The ra lead was subsequently explanted and replaced. No additional adverse patient effects were reported.